Manufacturer narrative:
Additional information was requested and the following was obtained: there were no broken needle pieces left in the patient. Initially it was reported that two pieces were not retrieved, but that is incorrect. There were no needle pieces left in the patient. There were four needles that broke during the procedure, but all broken needles were able to be removed during the original procedure without use of x-ray. Additional tissue dissection was not needed to remove the broken needle pieces. What vessel was being anastomosed? Unknown. Was any calcification noted in the vessel? Unknown. Were x-rays taken to confirm the needle pieces location? No retained needle pieces n/a. What tissue do the 2 needle pieces remain retained in? No retained needle pieces n/a. What size of the needles (in mms) are retained in the patient? No retained needle pieces n/a. What are the patient age, gender, weight and medical history? Unknown. What is the current condition of the patient? Unknown. No actual defective needles were returned. A visual examination of the returned representative samples resulted in no defects being noted.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting (CABG) procedure on (B)(6) 2016 and suture was used. During anastomosis, the needle broke in half. Part of the needle was left in the patient. The procedure was completed with another like device. Additional information was requested.